Manufacturer narrative:
Age at the time of event/date of birth: asked but unavailable. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoprosthesis occlusion. Furthermore, the IFU states that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2022 the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022 it was reported that the ipsilateral limb of the trunk-ipsilateral leg component was thrombosed and occluded. It was reported that the ipsilateral limb was compressed due to the patient's anatomy. On the same day a reintervention was performed. A thrombectomy was performed using an edwards fogarty® catheter and both sides were then relined using gore® viabahn® vbx balloon expandable endoprostheses in a kissing stent technique. There were no reported issues with the contralateral leg component prior to relining. There were no further reported issues. The patient tolerated the reintervention.